Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation noted the tip of the instrument is fractured, confirming the reported event. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during use with no impact to the patient. No adverse events have been reported as a result of the malfunction.